Event description:
It was reported the patient was experiencing ipg communication issues with his programmer and charger. It was noted his ipg was tilted in the pocket, and the patient had gained weight. The patient underwent surgical intervention to reposition the ipg due to the communication issues. The physician decided to electively explant the patient¿s existing ipg and replace it with a newer model ipg.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.